Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer, who experienced similar malfunctions on the pump before, was assisted by technical support, which arranged for a replacement pump to be sent. The customer agreed to use mdi as a backup therapy and understood the instructions to put the malfunctioning pump into storage mode and return it using a pre-paid label.